Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 949 and file ID 23. Unable to determine the root cause per r&d. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in the navi button as well as software error detected alarm twice when doing bolus and hardware low level failures alarm in self-test. The customer blood glucose level was 10 mmol/l. The customer was assisted with troubleshooting. The device will not be returned for analysis.